Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer issue of "downstream (distal) occlusion test" was unable to be reproduced. The device was tested for downstream occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal ) occlusion test with 30.3 and 29.7 psi when performing preventive maintenance during programming/set up in chicago service center. There was no patient involvement. No additional information is available.